Event description:
It was reported to the manufacturer that the vns patient experienced an episode of syncope associated with low blood pressure on (B) (6) 2010. The patient's resting blood pressure was 120. After this episode, the blood pressure was re-checked and it was observed to be at 70/42. It was brought back up to 90 at the hospital. It was indicated that the patient has a medical history of mitral valve pro-lapse. The patient was advised to see a cardiologist. It is unknown at this time if the event has been determined to be related to vns therapy. It is unknown if interventions have been taken for the event. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.